Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via a manual dose injection. The customer changed supplies and resumed insulin therapy prior to calling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.